Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient is experiencing lack of relief from system. New film today shows lead migration. Patient noted that lack of relief came on roughly a couple of months ago. No falls or environmental known causes. Impedance was normal. New x-ray film taken today.  Reprogrammed system, was able to accomplish excellent paresthesia.